Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Upon review of the presenting electrogram (egm), farfield oversensing of r-waves were observed on the atr episodes. Further review of the arrhythmia logbook showed that the pmt episodes were not true pmts and appeared to have been due to sinus tachy rhythm. Ts discussed possible causes and programming optimization considerations with the hcp. At this time, the crt-d remains in service. No additional adverse patient effects were reported.